Event description:
It was reported that the insulin pump had an unresponsive keypad. It was also stated that there is a crack that goes around the battery compartment into the screen, and there is a crack on the lcd screen. The customer's blood glucose was 222mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.